Event description:
It was reported by the pt's father that the pt had been elbowed at the generator site. The pt's generator had been turned off at a previous visit as part of a trial period. After being hit in the chest, the pt claimed that she felt warmth at the generator site and the generator was buzzing and causing tingling up her neck. The mother reportedly held the magnet over the generator site and the pt reported that the buzzing stopped and the heat disappeared as well. They are concerned that the generator may be malfunctioning. Attempts for further info from the site are in progress.